Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the screen was responsive. There was no information provided regarding the customer's blood glucose level.